Event description:
Target was informed that during a tae procedure the physician advanced the fastracker-18 catheter to the artery. While advancing he noticed that the tip of the catheter could not be seen by fluoroscopy. He removed the catheter from the body and found that the tip was lost. There was no consequence to the pt from this occurrence.

Manufacturer narrative:
Description of device analysis: date of procedure: 12/2/1997 the tracker-18 catheter was returned wrapped around itself in pouch of p/n 103107, lot # a57898. Even though the catheter was reported as being a fastracker-18, the returned product was actually a tracker-18 catheter. There were several portions of crushed tubing and delamination along the mid shaft. During the investigation it was observed the segment, approximately 12 cm long, of tubing with the distal marker was missing. It detached with a clean circumferential fracture at the mid junction. From the condition of the returned product, it appeared that the tracker-18 catheter was introduced into the guiding catheter through the stopcock. It has been observed that the lumen of the stopcocks is very sharp and when the stopcock is accidentally closed during the procedure, the edges act like scissors and can cut a micro catheter. Per labeling instructions: * "caution: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications." * "recommended continuous flush set up, as illustrated, requires two stopcocks and two rotating hemostatic valves (rhv) (tuohy-borst type); the rhv's provide a fluid tight seal and are attached to the guiding catheter and fastracker catheter. The stopcocks attach to the rhv sidearms which become infusion ports for appropriate flush or contrast media injection." Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.